Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Water went about halfway up the tube. Very little suction at left port, water moved up the tube but not much. Per review of wo, failed circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Very little suction at left port water moved up the tube but not much. Per review of wo, failed circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Water went about halfway up the tube. Very little suction at left port water moved up the tube but not much. Per review of wo, failed circulation pump.